Manufacturer narrative:
Other, other text: a DHR review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection of two picture received was performed. A hair was observed on the cassette. The complaint is confirmed. The root cause of the reported issue could be caused by environment not clean.

Event description:
It was reported hair in cassette discovered during filling the cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.